Event description:
It was reported that the ventricular lead had a sudden decrease in impedance post open heart surgery. Additional information received indicates low impedance was noted. The lead was explanted and replaced. There were no reported patient complications associated with this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead in segments returned and analyzed.